Event description:
Related manufacturer report number 1627487-2024-07532. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the l5 lead had multiple contacts with high impedance. As a result, surgical intervention was undertaken wherein the iead was explanted and replaced. During the procedure the s1 lead when pulled from ipg the tip was pulled back, so dr. Amin decided to cut tip and test lead (did not show high impedances when testing and was able to push power) lead still fine when connected to generator.

Manufacturer narrative:
B3: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.